Event description:
PICC line disengaged from hub, traveled to pulmonary artery. PICC line inserted prior to hospital dismissal for home intravenous antibiotics. Line separated from hub. Pt to ER. X-ray revealed PICC line in pulmonary artery. Pt transferred to tertiary care hospital under care of cardiologist. Line successfully retrieved two days later via femoral artery. Dismissed to home the next day. (Pt denies chest pain, shortness of breath. Ra o2 sat 97%.)